Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 2.7 mmol/l. Customer experiencing symptoms was unknown. Customer did something to correct low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event was unknown. It was unknown that customer was using auto mode or not. Customer declined troubleshooting for low blood glucose level. The customer will discontinue use of the device.